Manufacturer narrative:
(B)(4). Date sent: 10/24/2022. Date of event: publication date, exact event date unk. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: laparoscopic versus eus-guided gastroenterostomy for gastric outlet obstruction: an international multicenter propensity score¿matched comparison. Author: michiel bronswijk, md, giuseppe vanella, md, hannah van malenstein, md, phd, wim laleman, md, phd, joris jaekers, md, baki topal, md, phd, freek daams, md, phd, marc g. Besselink, md, phd, paolo giorgio arcidiacono, md, phd, rogier p. Voermans, md, phd, paul fockens, md, phd, alberto larghi, md, roy l. J. Van wanrooij, md, phd, schalk w. Van der merwe, md, phd. Citation: gastrointestinal endoscopy volume 94, no. 3 : 2021. Https://doi.org/10.1016/j.gie.2021.04.006. This retrospective study aims to perform a propensity score¿matched comparison of endoscopic ultrasound-guided gastroenterostomy (eus-ge) with laparoscopic guided gastroenterostomy (l-ge) using a large retrospective, international, multicenter cohort. Between january 2015 and may 2020, all consecutive laparoscopic guided gastroenterostomy (l-ge) and endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedures performed for gastric outlet obstruction (goo) at the amsterdam university medical centers (locations amc and vumc, the netherlands), irccs san raffaele scientific institute (milan, italy), and university hospitals (leuven, belgium) were analyzed. Overall, 126 patients were identified, 1 of whom was excluded because of missing data, resulting in 77 patients , 36 females, age, 65 y, mean - 12.3 standard deviation who underwent endoscopic ultrasound-guided gastroenterostomy (eus-ge) where 25 patients were from amsterdam umc , 9 from san-raffaele milan and 43 uz leuven, and 48 patients , 19 females, age, 66 y, mean - 11.6 standard deviation undergoing laparoscopic guided gastroenterostomy (l-ge), 28 patients from amsterdam umc, and 20 patients from uz leuven . By means of propensity score matching, 37 patients were allocated to both groups, resulting in 74 (1:1) matched patients.during laparoscopic guided gastroenterostomy (l-ge), exact location of the gastroenteric anastomosis, with regard to the treitz ligament, varied from 30 to 60 cm. During the surgical approach a 60-mm blue echelon stapler (johnson & johnson, new brunswick, nj, USA) or 60-mm endo gia universal stapler (medtronic ltd, dublin, ireland) was used depending on the preference of the surgeon, with additional staplers and sutures covering the staple line as needed. Median follow-up was 77 days (iqr, 27-160) in the endoscopic ultrasound-guided gastroenterostomy (eus-ge) group and 123 days (iqr, 32-262) in the laparoscopic guided gastroenterostomy (l-ge) group. Reported complications included: (n=6) did not succeed clinically, defined as eating without vomiting or gastric outlet obstruction (goo) scoring system less than or equal to 2. (N=15) overall adverse events, (n=1) mild , (n=5) moderate where (n=4) need for re-endoscopy,in 2 patients, endoscopic reinterventions was deemed necessary in the context of postoperative bleeding and placement of a transanastomotic stent to treat a dysfunctional surgical anastomosis, and (n=9) severe , (n=3) anastomotic leak and (n=2) anastomotic bleeding, necessitating surgical reintervention in (n=3) patients surgical reintervention. It was concluded , that this study suggests that in patients with gastric outlet syndrome, endoscopic ultrasound-guided gastroenterostomy (eus-ge) and laparoscopic guided gastroenterostomy (l-ge) provide almost identical technical and clinical success rates. Lower time to oral intake, shorter hospital stay, and a lower rate of adverse events (aes) prudentially suggest that endoscopic ultrasound-guided gastroenterostomy (eus-ge) should be the preferred approach in patients with gastric outlet obstruction (goo).